Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the recurrent bacteremia with report of sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of sternal dehiscence and dizziness could not be conclusively established. It was reported that the patient was admitted in (B)(6) 2017 for sepsis, with bacteremia status post a sternal dehiscence. Incision/draining of the sternal omental flap was performed in (B)(6) 2017. The patient was given antibiotics for chronic bacteremia suppression. The patient was readmitted in (B)(6) 2019 for the recurrent bacteremia with positive blood cultures. The patient was placed on intravenous antibiotics via a peripherally inserted central catheter (PICC) from (B)(6) 2019 until (B)(6) 2019. As the patient¿s PICC was removed and the patient was placed on a different antibiotic, the patient experienced a decrease in energy and appetite over the next few days. The patient¿s temperature was up from the patient¿s baseline. The patient continued to have positive blood cultures from 25dec2019 until 08jan2020. The patient¿s blood cultures cleared, and the patient was placed on a different antibiotic by (B)(6) 2020. The patient was seen as an outpatient on (B)(6) 2020 for a blood culture after the patient reported experiencing weakness, dizziness, and intermittent high temperatures. The blood culture was positive. The patient also had a computed tomography (CT) of their chest, abdomen, and pelvis which showed no evidence of infection. Infectious disease was consulted, and the patient continued with a different antibiotic. The patient ultimately expired on (B)(6) 2020 due to intracranial hemorrhage (related manufacturer report number: 2916596-2020-05995). It was reported that heartmate ii lvas, serial number (B)(6), was operating as expected and would not be returned. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists local infection and sepsis as adverse events that may be associated with the use of heartmate ii lvas. Section 5 ¿surgical procedures¿ (under ¿considerations for preperitoneal or intra-abdominal placement¿) lists wound dehiscence as a risk of preperitoneal and intra-abdominal pump placement. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted in (B)(6) 2017 for sepsis, a (B)(6) bacteremia post status a sternal dehiscence. The patient had an infectious disease omental flap. The patient had a chronic infection with suppression with doxycycline. The patient was readmitted in (B)(6) 2019 for the recurrent (B)(6) infection, medication was changed. The patient was admitted again on (B)(6) 2019 until (B)(6) 2020 with the infection. The patient was put on IV (intravenous) vancomycin via a PICC (peripherally inserted central catheter) line. The patient was seen as an outpatient on (B)(6) 2020 for a blood culture. The patient also had a CT of their chest, abdomen, and pelvis which showed no evidence of infection. The patient continued with daptomycin. No additional information was provided.